Event description:
It was reported that the customer changed the battery on the insulin pump and when inserting the new one; battery out limit appeared. It was stated that the customer is unable to clear the battery out limit alarm. Blood glucose value is 4.5 mmol/l. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had normal operating currents and no unexpected battery out limit alarm or battery change too slow was noted during testing. The insulin pump was received with a broken reservoir tube lip, minor scratches on the display window, a missing end cap sticker, scratched keypad overlay and cracked battery tube threads.